Event description:
Reporter indicated that on the day after implant surgery, the pt began having several small seizures in a 1 hour and 15 minute time frame. She has never had this type of seizure activity before. Per medical records, system diagnostics were performed at time of surgery and indicated the device was functioning properly. All attempts for further info have been unsuccessful to date.